Manufacturer narrative:
D6: device returned with no lot identification. Based upon the inquiry info received and the visual results, no conclusion could be reached as to why the staples reportedly did not form in the tissue. The batch history record were investigated with no anomalies noted for missing staples. However, it was noted that the adjusting knob had been over-extended beyond the design limits of the instrument as stated in the clinical follow-up. If the adjusting knob is extended beyond the stop, it will cause the knob to pop out of place. As stated in the packaging insert, the adjusting knob should be dialed open until the orange tying area is visible. It was also noted that the instrument was returned with several nicks in the washer and the knife. The instrument was reloaded and fired. Despite the damage to the instrument, it fired and formed all the staples as designed.

Event description:
It was reported during a gastric bypass while using the cdh25 the device was fired across the anterior portion of the stomach to the posterior portion. The device transected tissue but did not lay staples in the tissue. The unstapled area was hand sutured to complete the case. There was no consequence to the pt.